Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of a bard/davol composix e/x. On (B)(6) 2013: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years and 10 months post implant of composix e/x, patient was diagnosed with infection, fistula and obstruction, abscess and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list fistula and adhesion as a possible complications. In regard to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Updated fields: a2, b4, b5, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10, note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of a bard/davol composix e/x. (B)(6) 2013: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with hiatal hernia and incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿adhesions were taken down. Two hernia defects were found and a bard composix e/x mesh was secured in place using tacker.¿ (B)(6) 2013 - patient was diagnosed with abdominal wall abscess secondary to infected mesh with multiple fistulas thereby underwent open repair with removal of mesh. Per operative notes, ¿large amount of purulent fluid in draining tract was evacuated and opened the tract and entered large abscess cavity. The mesh (device #1) was identified and dissected out the entire mesh including sutures.¿ 07-mar-2017 - patient was diagnosed with incarcerated recurrent incisional hernia with bowel obstruction, adhesion thereby underwent open repair with implant of phasix st mesh (device #2). Per operative notes, ¿the hernia was identified and found a small bowel was stuck on it and small hernia on previous ileostomy was freed up. All the adhesion were dissected out and placed two pieces of seprafilm. Large myocutaneous trunk flap was created by mobilization. The large defect was found and placed a piece of phasix st mesh and secured using sutures.¿ attorney alleges that the patient had abscess, adhesion, hernia recurrence, fistulae, infection, pain and emotional injuries.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of a bard/davol composix e/x. (B)(6) 2013: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: 17-apr-2007 - patient was diagnosed with hiatal hernia and incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿adhesions were taken down. Two hernia defects were found and a bard composix e/x mesh was secured in place using tacker.¿ (B)(6) 2013 - patient was diagnosed with abdominal wall abscess secondary to infected mesh with multiple fistulas thereby underwent open repair with removal of mesh. Per operative notes, ¿large amount of purulent fluid in draining tract was evacuated, opened the tract and entered to large abscess cavity. The mesh (device #1) was identified and dissected out the entire mesh including sutures.¿ (B)(6) 2017 - patient was diagnosed with incarcerated recurrent incisional hernia with bowel obstruction, adhesion thereby underwent open repair with implant of phasix st mesh (device #2). Per operative notes, ¿the hernia was identified, found a small bowel stuck on it and small hernia on previous ileostomy was freed up. All the adhesion were dissected out and placed two pieces of seprafilm. Large myocutaneous trunk flap was created by mobilization. The large defect was found and placed a piece of phasix st mesh and secured using sutures.¿ attorney alleges that the patient had abscess, adhesion, hernia recurrence, fistulae, infection, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years and 10 months post implant of composix e/x, patient was diagnosed with infection, fistula and obstruction, abscess and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list fistula and adhesion as a possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Addendum #2: h11: this supplemental emdr is submitted to correct the event description, UDI no., annex e code, date of explant and additional event information. Per medical records review, about 5 years and 10 months post implant of composix e/x, patient was diagnosed with infection, fistula, abscess thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list fistula as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.